Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified bag leaked. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5, d1, g1 (manufacturer). B5: it was reported that an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from and unspecified location (reported as an unknown bag on initial). D1: brand name (omitted on initial). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.